Event description:
It was reported that the md inserted a sheath and the intra-aortic balloon (iab) was prepped per instruction. One hour after insertion, blood was seen leaking from the sheath. Therefore, the iab was removed and replaced with a new iab. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.